Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed for the returned device as part of this investigation. Visual inspection confirmed the complaint condition. The distal hex tip sheared off at its base and was not returned. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Screwdriver assembly drawing and screwdriver shaft component drawing were reviewed during this investigation. No product design issues or discrepancies were observed. A dimensional inspection of the hex flat to flat width and hex point to point widths could not be performed at cq as the distal hex feature sheared off at its base and was not returned. Definitive root cause could not be determined. It can be assumed that the complaint condition was most likely due to excessive off axis force on this 15-year-old reusable screwdriver. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 314.27, lot# 4369182: release to warehouse date: 18-jan-2002, manufactured by synthes brandywine: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hex tip of a large hexagonal screwdriver is broken. It is unknown if there was any patient involvement. This report is for one (1) large hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).